Event description:
Patient involved in level one mva. Multiple traumatic injuries including fractured clavicle. Initial plate bent in half at 90 degree angle in first 5 days in hospital. Had to be removed and replaced 10 days later. Now, long term effects of down rom, numbness, tingling and weakness in shoulder area and pain in posterior neck. Wrong size and type.